Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a short battery life. The ICD was explanted and replaced. It was further reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead remains in use but is no longer providing pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4296 implantable pacing lead 2011-(B)(6); 5554 implantable pacing lead 2011-(B)(6). (B)(4).